Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized. The customer¿s blood glucose level was 570mg/dl at the time of the incident. Customer stated that the pump was returned but there was no service verification number created, hence was not able to troubleshoot for high blood glucose. Customer reported that she visited to emergency room and was hospitalized on (B)(6) 2017 at 9:30 pm for high blood glucose, diabetic ketoacidosis, panic attack and trouble in breathing. Patient was treated with intravenous insulin. Customer was wearing pump at the time of hospitalization. The insulin pump will not be returned for analysis.